Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia inguinal procedure, while on initial dissection, the balloon did not inflate. The balloon was replaced to complete the case and resolve the issue. There was no patient injury.